Event description:
Customer reports that unit shut down for 2 to 3 seconds no displays visible on front panel; then power returned to unit and began alarming "fail to cycle." Pt was not injured. Unit was swapped out and replaced. No other equipment was affected in room and no x-ray equipment was in use at time of incident.